Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The ins had a reduced capacity due to the overdischarge.

Event description:
It was reported that the patient¿s spinal cord stimulator was replaced due to ¿old stimulator not working.¿ it was noted that there was no patient injury and that the patient recovered without sequela. It was further noted that the patient was ¿new to the practice and no history was known of the old device."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.